Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. The needle fragment was retrieved. There were no adverse patient consequences

Manufacturer narrative:
(B)(4). Conclusion: the actual needle shows a fracture at the back-third of the needle. According to the visual inspection under a light-microscope, several marks of instrument were found at this area and at the breakpoint which indicates that the needle was handled there. Furthermore the needle appears to be bent up before breakage. The appearance of the breakage indicates that the material was overstressed during use. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for diameter, tensile strength and ductility and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.